Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2005: the patient was presented with recurrent lumbar, radiculopathy, mechanical back pain, pseudoarthrosis. So he underwent re-exploration followed by removal of her current instrumentation from l4 through s1, followed by an l3 laminectomy, completion laminectomy and facetectomies from l5 through s1 . Nerve root and thecal sac decompression followed by an l3 through s1 posterior lateral arthrodesis using locally harvested bone graft allograft and bmp followed by an l3 through s1 posterior lateral instrumentation using pedicle screws. As per records"...... The transverse processes were denuded using a midas-rex drill. The previously locally harvested bone graft was mixed with allograft and bmp and placed posterior laterally from l3 through s1 . A strip of gelfoam was placed overlying the dura....." On an unknown date, post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.